Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. The failure happened when the device was not being used on a patient. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen (o2) sensor. The unit passed extended self-testing.